Event description:
It was reported there is varying impedance in the right ventricular lead. It was also reported that pacing threshold is elevated. The lead is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported there is varying impedance in the right ventricular lead. The right ventricular lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Right ventricular lead is increasing in impedance, from 632 ohms on (B)(6) 2010 to 936 ohms on (B)(6) 2010.

Manufacturer narrative:
The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported there is varying impedance in the right ventricular lead. It was also reported that pacing threshold is elevated. The lead is still in use. No patient complications were reported as a result of this event. It was further reported that there was an apparent lead fracture. It was later reported that the patient's rv lead was abandoned and capped during a normal battery change out. A new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).